Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the error code and corrosion were traced to component failure. However, the cause of the foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e237 error. In addition, the jet tube had foreign objects, and the light guide lens was corroded. There was no patient involvement.